Manufacturer narrative:
(B)(4).

Event description:
It was reported that "while the operator was using a turnpike spiral, the spiral thread was removed from the catheter while in the body. It was discovered upon removal of the turnpike spiral from the body that the spiral thread was missing. It was a heavily calcified rca and the turnpike was torqued "a lot" while trying to cross a cto. The patient was doing well." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the facility; however, no response or additional information was received.